Event description:
There was an allegation of a questionable elecsys troponin t gen 5 stat result for one patient sample tested on a cobas 6000 e601 module. The initial result was 62 ng/l. The repeat result was 8.0 ng/l. The additional repeat results on another e601 were between 7 and 10 ng/l. The initial result was questioned by the physician, which triggered the repeat test. The repeat 8.0 ng/l result was deemed correct.

Manufacturer narrative:
The reagent lot number is 82721402 with an expiration date of 30-apr-2026. The investigation is ongoing.

Manufacturer narrative:
Qc was acceptable before and after the event. The field service engineer (fse) determined that the sample probe was out of adjustment. The fse initialized mechanism checks and verified probe alignments, gear pump pressure, and wash station water levels. The customer performed routine qc with results within guidelines, and the system was returned to operation. No further issues were reported since the service visit. The investigation determined the issue was hardware-related and the service actions resolved the issue.